Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Month and day unknown. Only year (2018) is known. The following information was requested, but unavailable: in what procedure was the device used? Were there any issues noted with device performance in the initial procedure? How long after the initial procedure was the leak identified? How was the leak addressed? Could you please provide a more detailed description regarding what was found during the reoperation? What is the current patient status?

Event description:
It was reported that during an unknown procedure, the doctor reported the patient returned to the hospital with an anastomotic leak. The patient was admitted to the hospital for twenty-four days. It was not reported if the patient had a reoperation. No other information is known.